Event description:
Customer reported being hospitalized for low blood glucose levels. Blood glucose level was 45 mg/dl at the time of admission. Customer stated that there was a pool of insulin in her body that was not being processed, which led to the low blood glucose level. Customer also stated that she ate food to raise her blood glucose level, but that did not work either. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.